Manufacturer narrative:
A partial lead measuring 46.5 cm from the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, lead tip was found to be damaged. Lead was not used. Patient¿s condition was good.